Event description:
Patient had chest tube connected to atrium h2o seal. Rn noted on rounds the patient had an increase in subcutaneous emphysema over chest and abdomen. Water seal was dry. Physician notified and chest tube placed back on suction. The next day the patient was put back on atrium with water seal. Investigation revealed the nurse had changed the atrium drainage system the day before because the chambers were full and forgot to add the water to the airleak chamber. The ommission was not picked up until the next day. The patient did not have lasting injury.